Event description:
The account alleged, the bed had no functions or alarms. No injury reported.

Manufacturer narrative:
Tech told the account to replace the power control module. No further info is available on the repair of the bed at this time.